Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve procedure, a pre-dilatation was performed on the tricuspid valve, which exhibited moderate calcification. During the procedure, x-ray inspection was used to assess valve overlap and infolding, revealing overlap almost to the fourth node. During the valve deployment to 80%, infolding of the transcatheter aortic valve was clearly observed. The product was subsequently removed, and a new system was used, with no infolding observed on the replacement. The loader was noted to be inexperienced. Additional information was received indicating that nothing with the patient's anatomy contributed to the infold.

Event description:
It was reported that during the implant procedure of a transcatheter biprosthetic valve procedure, a pre-dilatation was performed on the tricuspid valve, which exhibited moderate calcification. During the procedure, x-ray inspection was used to assess valve overlap and infolding, revealing overlap almost to the fourth node. During the valve deployment to 80%, infolding of the transcatheter aortic valve was clearly observed. The product was subsequently removed, and a new system was used, with no infolding observed on the replacement. The loader was noted to be inexperienced.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012816403); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012814296); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.